Event description:
Procedure: sleeve gastrectomy. According to the reporter: during the firing sequence, the handle would make a popping sound and the reload would break. The I beam mechanism would dislodge from the stapler while inside the abdomen. The surgeon was unable to complete the firing sequence. All pieces were retrieved from the abdomen. A new handle and cartridge was opened and the same thing occurred. Delay in or time was 1 hour. Some bleeding occurred.